Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported downstream occlusion was reproduced. A review of the event history log identified downstream occlusion alarms. The cause was determined to be an out of specification downstream tubing guide. The downstream tubing guide depth was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. There was no known patient injury, or medical intervention associated with this event. No additional information is available.